Manufacturer narrative:
The insulin pump was unable to confirm alarm due to overwritten with alarms in alarm history screen. The insulin pump alarmed due to corrupted history file. No alarms noted. The insulin pump passed displacement test, rewind, and basic occlusion test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside the insulin pump and passed. The motor may have had an intermittent failure not detected during our testing. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 120 mg/dl. During troubleshooting, it was found that customer also received a motor position encoder error alarm and a motion sensor test failure alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.